Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. Customer stated their reservoir icon indicated they had a full reservoir, but the unexpected restart alarm was recurring. The customer's blood glucose was 220 mg/dl. Troubleshooting was not completed as the insulin pump was stuck on the unexpected restart alarm cycle. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.